Event description:
During remote follow-up, post-sensed t-wave oversensing was observed on the device. A medication change is anticipated, however no known intervention has been performed at this time. The patient was stable and will continue to be monitored.